Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable pump won't run alarm was noted. It was also reported that the pump was changed, but the alarm persisted. Subsequently, the cassette was replaced. No patient consequences were reported. No adverse effects were reported.